Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet. Per the srt, the bearings will need to be replaced and returned to service for evaluation.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the cam/gear assembly of the sternal saw has faulty bearings (does not rotate smoothly). There was no patient involvement.

Manufacturer narrative:
(B)(4). The service repair technician (srt) performed internal saw unit inspection and observed that the cam/gear assembly has faulty bearings. Cam/gear assembly was replaced. Per the service history, there is no documented preventive maintenance (pm) on this unit for the last two years. According to the operator's manual to ensure optimum performance of the sternal saw a pm inspection should occur every six months by manufacturer trained personnel. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.